Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Spouse of patient reported that the v-go worn today fell off, after the patient began to sweat.